Event description:
Lost suction after the vacuum was established, would not dock with laser properly. Manufacturer response for liquid optics interface, (brand not provided) (per site reporter). Replacement product received.